Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name e1.- (B)(6).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer displayed failed to stay close and was unable to recover. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 6 was failed to close. A field service engineer addressed issue with full height cubie drawer not opening. Hardware test showed drawer open but unresponsive. Magnet was missing from inseparable latch. Replaced latch and restarted station. Drawer became operational. No harm or delays reported. All tests completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer displayed failed to stay close and was unable to recover. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.